Event description:
It was reported that on (B)(6) 2024, during the surgery, when inserting the screw, the screw broke, all the pieces were removed from the patient. Used another two screws to continue the surgery, but the same problem happened again. Another device was used to complete the surgery. The surgery was completed successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: part# 04.503.104.01c lot # 18875p3 manufacturing site: werk selzach logistik supplier; (B)(4) release to warehouse date: 10 may 2024. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the matneu scr ø1.5 self-drill l4 tan 1u I/c was found broken between the head and the body. The body of the screw is visible in the cranial implant hole, and fragments of the head are detached. Therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the matneu scr ø1.5 self-drill l4 tan 1u I/c would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.